Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is unknown. The insulin pump had damage in battery compartment. Customer treated with insulin pump. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. (B)(4).